Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented a merlin transmission, stored episodes of auto mode switching were observed. Review of the strips revealed far-field r-wave oversensing of signals. A programming change was recommended to prevent oversensing. The patient will be remotely monitored and the patient condition is fine.